Manufacturer narrative:
Insulin pump received with a constant blank flashing white light on the display and constantly beeping due to cracked lcd glass, bleeding on lcd glass and cracked lcd controller. Unit was received with minor scratched lcd window and cracked select button keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had display broken. The customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.